Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient reported pain at the ipg site, since the ipg was sitting at an uncomfortable spot over the tail bone and as such surgical intervention was undertaken wherein the entire system was explanted.